Event description:
It was reported on (B)(6) 2014 that the patient¿s implantable neurostimulator (ins) was interfering with his pacemaker. When the ins was off they did not see an artifact on electrocardiogram (EKG) readings, but when it was turned on it flat lined the EKG reading. The reporter believed the ins met minimum requirements for being implanted along with the pacemaker. Five days later it was reported that no additional testing was done. No malfunctions were seen or the cause of the issue determined. No interventions were taken or planned. The patient was still receiving therapy.

Event description:
The settings of the pacemaker were slightly changed to filter out the noise being created by the implantable neurostimulator (ins). No further intervention was required.

Event description:
Additional information received reported that the reporter was still in the process of scheduling a meeting with the clinic, patient, and other representative. Ten days later, it was reported that the meeting was scheduled for the wednesday after the report.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v037049, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v037049, implanted: (B)(6) 2007, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
Additional information received reported that the representative was coordinating with the clinic to arrange a follow-up meeting with a pacemaker representative to interrogate the pacemaker with stimulation on and off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.